Manufacturer narrative:
Block b3: the exact event date was unknown; however, it was approximated that the event happened sometime within the week of (B)(6) 2024. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed sometime within the week of (B)(6) 2024. Initially, a non-boston scientific product was used; however, they had encountered problems, so they decided to use the speedband superview super 7. During the procedure, the technician was not sure if the loop got twisted and ended up stuck or if they just did not have all the slack out of the line, but no back tracking with the line could be done. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.